Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/30/2012 with the following findings: on investigation, the keypad was found to be damaged. They keypad cover was peeling and lifting down the left side next to the up arrow button and extending down to the ok button, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad buttons were intermittently unresponsive requiring multiple presses to evoke response. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up, down, and ok buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.